Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2022-07052. Related manufacturer reference number 1627487-2022-07055. Related manufacturer reference number 1627487-2022-07057. It was reported that the patients leads were not providing appropriate relief. X-ray indicated that one of the patients pns leads migrated. Patient underwent surgical intervention replacing all 4 pns leads. Therapy restored post-op.